Event description:
Reporter indicated that upon interrogation at office visit, it was noted that the pt's generator was programmed to 0ma output current instead of to prescribed settings. It was reported that the pt began to have an increase in seizures over the past 6 months. The pt was seen by treating neurologist on two occasions during this period and at both visits it was determined that the pt's device was functioning properly. Approx 2 months after last office visit, the pt was hospitalized due to seizures. It was reported that the pt's seizure increase was not an increase over pre-vns baseline frequency, but an increase from previous efficacy with the vns therapy. At subsequent office visit after hospitalization, device interrogation revealed that the device output current was set to 0ma. Further follow-up revealed that the pt's device was inadvertently programmed to 0ma due to user error. Epileptologist indicated that programming nurse was unaware at the time of device programming that the device should always be interrogated following device programming changes; therefore, this step was missed, causing the device to inadvertently be programmed to 0ma. Epileptologist believes that vns therapy will never work for this pt; therefore, does not think that the pt will be re-implanted at the time of device end of service. Epileptologist also indicated that the pt is currently programmed to minimal device settings and that pt was no worse during the reported event.